Manufacturer narrative:
Additional information provided: g.3

Event description:
It was reported that the nurse set ivf pump at 85cc/hour of d51/2ns/1000cc bag. The pump delivered 1000cc over 4 hours which should have taken 11 hours. IV set up at 12 noon and noted to be empty at 1545. The setting were programmed correctly. There was no patient harm. The facility biomed performed a log review and confirmed accurate programming. During testing the biomed was not able to duplicate what the clinician reported. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient was admitted from post anesthesia care unit postop this nurse set intravascular fluid pump at 85cc/hour of d51/2ns/1000cc bag the pump delivered 1000cc over 4 hours which should of taken 11 hours IV was set up, IV bag noted to be empty 3 75 hours later all settings were programed correctly pump programing once reviewed were not accurate doctor and hospitalist were notified, along with charge nurse and nurse manager." Received a copy of the customer's additional information letter from FDA which states, ¿excess flow or over-infusion" received a copy of the customer's adverse event report letterd from FDA which states, ¿patient was admitted from post anesthesia care unit postop. This nurse set intravascular fluid pump at 85cc/hour of d51/2ns/1000cc bag. The pump delivered 1000cc over 4 hours which should of taken 11 hours. IV was set up, IV bag noted to be empty 3.75 hours later. All settings were programed correctly. Pump programing once reviewed were not accurate. Doctor and hospitalist were notified, along with charge nurse and nurse manager." Cont'd from b6 on medwatch report: "test #1 by bch htm department on [ ] htm sequestered the pump for log review and testing the log review confirmed the accurate programming of the pump the logs indicated pump was turned on and programmed for an IV fluid delivery rate 85 ml/hr vtbi 1000ml at 12 14pm, the pump was started the delivery of the IV fluid at 3 24pm the pump alarmed for air-inline, at this time the pump logs indicate that the pump had delivered 268 9 ml the pump alarm was silenced the pump was selected and the channel off button pushed and the pump was powered off. Htm performed a full performance verification and technical check on the pump. It passed all tests. Htm tried duplicating the problem reported by running the pump with same settings as reported we were unable to duplicate the problem reported. As we are unable to determine root cause of the issue the pump will be sent in to the manuacturere for further analysis notating that this is the 2nd instance of a pump experience a similar failure recently. Other event..

Manufacturer narrative:
Additional information added to: d4,h4, d10, e4. The report of a pump module delivering fluid over 4 hours instead of 11 hours was not confirmed. No errors or malfunctions were recorded in the log files on the day of the reported incident ((B)(6) 2019). The pcu event log contained no obvious programming errors. Functional testing performed found no abnormalities. Log analysis: on (B)(6) 2019 at 12:14 pm, the pump was programmed with guardrails IV fluids as drug ID 1, at a rate of 85 ml/h and a vtbi of 1000 ml. The infusion was started. At 3:24 pm, the pump alarmed for air in line. The pvi was recorded as 268.9 ml at the time. At 3:25 pm, the pump was channeled off. The pvi was recorded as 268.9 ml at this time. The root cause of the reported failure was not determined.

Event description:
It was reported that the nurse set ivf pump at 85cc/hour of d51/2ns/1000cc bag. The pump delivered 1000cc over 4 hours which should have taken 11 hours. IV set up at 12 noon and noted to be empty at 1545. The setting were programmed correctly. There was no patient harm. The facility biomed performed a log review and confirmed accurate programming. During testing the biomed was not able to duplicate what the clinician reported. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient was admitted from post anesthesia care unit postop this nurse set intravascular fluid pump at 85cc/hour of d51/2ns/1000cc bag the pump delivered 1000cc over 4 hours which should of taken 11 hours IV was set up, IV bag noted to be empty 3 75 hours later all settings were programed correctly pump programing once reviewed were not accurate doctor and hospitalist were notified, along with charge nurse and nurse manager."

Manufacturer narrative:
Patient information requested but not provided. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the nurse set ivf pump at 85cc/hour of d51/2ns/1000cc bag. The pump delivered 1000cc over 4 hours which should have taken 11 hours. IV set up at 12 noon and noted to be empty at 1545. The setting were programmed correctly. There was no patient harm.